Event description:
The event involved a chemolock¿ port where it was reported the registered nurse (rn) noticed a leak at the connection between the secondary tubing and the closed-system transfer device (the clear plastic piece that connects the flexible tubing and the blue chemolock piece of the secondary tubing). The drug involved is fludarabine 78.75mg in ns 107ml. 15-20ccs were estimated spilled. A spill kit was used. Patients or staff did not need medical attention. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is available for evaluation; however, the device has not yet been received.

Manufacturer narrative:
Received the following: two (2) used list# cl2100, chemolock¿ port; lot# 14321934 one (1) new list# cl2100, chemolock¿ port; lot# 14321934 one (1) new list# cl2100, chemolock¿ port; lot# 13905735 one (1) new list# cl2100, chemolock¿ port; lot# 14217851 no visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned samples were tested and met product specifications. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 5/8/2025.